Manufacturer narrative:
(B)(4): the lancing device has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch delica lancing device lancet would not penetrate the fingerstick site. The (B)(6) medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach her by telephone. On (B)(6) 2012, the smss mailed a letter requesting the patient contact medical surveillance. On (B)(6) 2012, the patient experienced the symptoms of "high blood sugar". The patient reported the lancet of the reported lancing device would not penetrate the fingerstick site; she was unable to obtain a blood sample for glucose testing. The patient went to the emergency room, where her blood glucose level was tested to be 49 mg/dl, and she was diagnosed with hypoglycemia. The patient was treated with the advice to consume candy and carbohydrates. The patient manages her diabetes with set doses of insulin. It would have been helpful to determine the patient's specific symptoms, if these symptoms began before or after the lancing device issue, to clarify the reported symptoms of "high blood sugar" despite a blood glucose reading of 49 mg/dl, her blood glucose levels prior to the onset of symptoms, what meals and medications were taken prior to the event, what actions the patient took due to the lancing device issue, her insulin regimen and expected blood glucose readings. Troubleshooting revealed the patient was using the correct lancets. The lancing device was replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after the lancing device issue occurred and she was unable to test her blood glucose levels. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.